Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device did not change color during slow retraction of the device, despite a reduction in bleeding. The closure device and an unspecified 6f short sheath were fully removed, and hemostasis was achieved using manual compression. No patient injury was reported. The closure procedure was performed at an insertion angle of approximately 30¿45°. After the sheath was retracted to align the indicator sheath with the wristband and a click was heard, pulsatile bleeding was noted. Multiple attempts to gather additional information have been made and have been unsuccessful. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position, and the indicator wire was found not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed after the guard was locked, deploying the indicator wire. During this analysis the indicator wire was pulled to achieve the black, black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the unit. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the window achieved full transition and the device successfully deployed during the analysis. The cause of the reported issue could have been related to the cowling guard not being locked. As the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device did not change color during slow retraction of the device, despite a reduction in bleeding. The closure device and an unspecified 6f short sheath were fully removed, and hemostasis was achieved using manual compression. No patient injury was reported. The closure procedure was performed at an insertion angle of approximately 30¿45°. After the sheath was retracted to align the indicator sheath with the wristband and a click was heard, pulsatile bleeding was noted. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.